Event description:
Reported 1 false positive sofia sars result for 1 symptomatic patient who had a low-grade temperature for 2 days. Prior to testing with sofia, early that same day the patient underwent pcr testing which yielded a negative sars result.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.